Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/3/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent were x-rays taken to locate the needle? N/a. Was the needle piece removed from the patient during the same procedure? No needle or needle parts were lost. Was there any patient consequence or injury? No. What is the condition of the patient? Fine.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a skin closure on an unknown date in 2020 and a suture was used. The needle separated from suture during tissue passing. The patient is fine. No reported patient consequences.